Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact on the customer's blood glucose level. Customer resolved the issue independently by resetting the pump, after which the battery indicator showed 100%, and normal operations resumed.